Event description:
It was reported that via remote transmission, device delivered inappropriate hv therapy due to a vf episode. Programming changes were made. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.